Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via femoral artery. The 90% stenosed and eccentric target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified left circumflex artery.. A 16 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the attempt to cross the lesion, the stent was dislodged from the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 16 x 3.50 stent delivery system was returned for analysis. The stent was not returned. The balloon folds were relaxed and no damage noted to balloon material. Crimp markings evident on balloon wall. A visual and tactile examination of the hypotube identified a hypotube kink 34mm distal to the distal end of the strain. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. Vascullar access was obtained via femoral artery. The 90% stenosed and eccentric target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. A 16 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the attempt to cross the lesion, the stent was dislodged from the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.